Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). The quantum maverick mr balloon catheter was being used for pre dilatation of the lesion. The device was advanced to the target lesion and upon the first inflation, the balloon did not inflate. On the second inflation to 14 atms for 40 seconds, a balloon rupture occurred. The device was successfully withdrawn and the procedure was completed with another device. There were no pt complications or injuries reported. The pt status is listed as 'good'.

Manufacturer narrative:
The device has been disposed and is not expected for return; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).